Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the customer believes that the basal rates are not working properly. Also, the md believes that the event was pump related. The spouse stated that the md wants the pump replaced because this is the second time in two months that the customer has been hospitalized. At the time of the call, the spouse did not have the pump to troubleshoot. It was indicated that the programming was accurate. No further details.